Manufacturer narrative:
The patient's controller exchange was reported in MFR report # 2916596-2021-04773. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Of note, they recently had a controller exchange on (B)(6) 2021. They were found down at home. No other information was provided.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2021. The patient's cause of death was not determined. No autopsy was performed, and the pump was not explanted for analysis. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.